Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient additionally increased amplitude during the call and confirmed they could feel stimulation sensation gently. No further complications were reported at this time. Additional information was received from the patient. It was reported that the patient said they can feel stim but it is not uncomfortable. Patient said recently they have has to adjust stim a lot more. Patient said the effectiveness will stay for 6 week or more then they start to leak. No further complications were reported at this time.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that for the last 6 weeks or more, around the end of november they noticed an increase in leaking episodes at night and going more frequently during the day. With instruction, after several attempts¿ patient was able to connect to the implant. When the patient increased the setting on current program, they said they felt stimulation at the ins location. Based off this information patient services suggested the patient switch to a different program. The patient said they would change to p4 however had a difficult time turning therapy on however when the patient did finally turn therapy on and increase the setting, they said they feel stimulation in the bicycle seat area. The patient was going to monitor symptoms for at least 1-2 days and make appropriate adjustment depending on the results.